Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old african american female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 800cc gel breast prosthesis is experiencing issues with her right breast prosthesis migrating. The patient reported that her right breast prosthesis is slipping and folding in her chest and it is causing pain. She reported that the device folds no matter if she is lying down or standing up. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.